Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient received 3 inappropriate tachy shocks when she was playing with her niece, due to noise oversensing. The patient indicated that the subcutaneous implantable cardioverter defibrillator (s-ICD) possibly migrated a few weeks post implant. The patient was seen in clinic, where maneuvers were performed and noise was only noticed in secondary and alternate configuration, which suggests a possible integrity issue with the implantable electrode. Subsequently, the s-ICD system therapy was turned off. Technical services recommended to perform x-rays to confirm or discard dislocations or integrity issues with the s-ICD system. Eventually, this implantable electrode was explanted and replaced, while the s-ICD was left implanted and in service. X-rays were performed, but no integrity issues or dislocation was confirmed with neither product. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient received 3 inappropriate tachy shocks when she was playing with her niece, due to noise oversensing. The patient indicated that the subcutaneous implantable cardioverter defibrillator (s-ICD) possibly migrated a few weeks post implant. The patient was seen in clinic, where maneuvers were performed and noise was only noticed in secondary and alternate configuration, which suggests a possible integrity issue with the implantable electrode. Subsequently, the s-ICD system therapy was turned off. Technical services recommended to perform x-rays to confirm or discard dislocations or integrity issues with the s-ICD system. Eventually, this implantable electrode was explanted and replaced, while the s-ICD was left implanted and in service. X-rays were performed, but no integrity issues or dislocation was confirmed with neither product. However, a conductor fracture allegation was received eventually. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.